Event description:
A malfunction alarm occurred, causing the customer's blood glucose level to rise to 415 mg/dl. The customer self-administered a correction injection and did not require any third-party assistance. Technical support guided the customer through resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.